Manufacturer narrative:
Symptoms like pain and burning sensation at the insertion site are known and anticipated potential adverse effects associated with sensor insertion. This incident does not require any further investigation.

Event description:
It was reported that a user had visited the emergency room twice and urgent care once for issues related to an eversense sensor insertion. The inserting physician evaluated the patient and recommended sensor removal. The sensor had been inserted on (B)(6) 2026, and, according to the patient, this was the third insertion in the same pocket. The patient reported that the steri-strips and tegaderm dressing detached within one day of insertion and were not replaced. By (B)(6), the patient was experiencing shooting and burning pain at the insertion site and observed the sensor partially extruding through the skin. The patient sought medical attention at urgent care and the emergency room, where oral antibiotics were prescribed, although specific medication details were not available. During a subsequent urgent care visit, the incision was reclosed with steri-strips, which pushed the sensor back beneath the skin. Following treatment, the patient's pain resolved, and he reported that the sensor continued to function. The patient expressed reluctance to have the sensor removed because it was still providing readings despite the prior complications.